Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the trunk cable, damaging the rear pulse wire solder joint in the dn. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional tes.